Event description:
A solicitor, who is representing the pt in a legal case, reported that there was loss of power to the system during the procedure. The pt experienced posterior capsular rupture and "interior" vitrectomy.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).